Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 7.5; lab: 9.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009. Inratio meter = 7.5 inr. Ref = 9.2 inr. Mean = 8.35. Confidence limits = unable to determine. The mean of the inratio meter and comparative system inr were calculated. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. Mean calculation was performed from comparison test data provided by end-user. Data analysis revealed comparison (1) and (2) are not considered discrepant for both test values are within the confidence limits. Comparison (3) revealed test values are outside of the acceptance region and both test values >5.0. Accuracy could not be established by either system. Meter and strips were not expected to be returned. While product deficiency was not established, there is no sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time.